Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported that their omnipod personal diabetes manager (pdm) smelt like burning plastic. The patient reported this happened while the controller was charging.

Manufacturer narrative:
In the case description, the user mentioned smelling burning plastic while charging the controller. Visual inspection of the returned controller found no evidence of thermal exposure. No damages were observed to the charging port of the controller that would indicate burning or melting. The controller was returned with the battery depleted. The controller was plugged in and allowed to charge. The controller was not observed to heat up or produce a burning smell during charging. The controller was able to charge, turn on, and boot up with no issues. After unlocking the controller, the controller completed initialization and began the first time startup flow through the lock screen background and message were different than the default which indicates that the device was reset prior to the investigation. Inspection of the android log files downloaded from the controller found the data from the date of occurrence to be unavailable due to the device reset. Without the log files from the date of occurrence, it could not be conclusively determined if the controller temperature ever exceeded the operating temperature specification. The exact cause of the reported event could not be determined.